Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic benefit using the device or therapy, and the patient had been programmed several times from (B)(6) 2014, with no success. It was also reported that the patient would get surges in his lower back where it would shock the patient; the patient would experience surges with the stimulation therapy whether he was moving or sitting still. It was noted that there were no falls or trauma associated with the event. It was further reported that the stimulation was not effective in managing the patient's pain; the implantable neurostimulator (ins) had never covered the patient's pain. The patient was working with the healthcare professional on options for his pain relief since the implantable neurostimulator (ins) was implanted. They were considering the pain pump therapy and possibly removing the ins if the patient was a candidate for permanent pump implant therapy. It was noted that the patient kept the ins recharged, but turned the stimulation off (B)(6) 2014; the patient did not use the stimulation / therapy because of the surging and it did not help. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included arachnoiditis and spinal pain.